Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a separation of the percutaneous lead distal bend relief at the metal connector. The plan was initially for a clamshell repair but was changed to a pump exchange. The patient underwent a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section a: patient information requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported separation of the driveline bend relief from the metal connector could not conclusively be determined through this evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. No product was returned for investigation; however, in the event that the heartmate ii left ventricular assist system (lvas), serial number (B)(6), is returned; this complaint will be reopened. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2014. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU), section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.